Event description:
The reporter (pharmacist) contacted lifescan (lfs) customer service on june 6, 2009 on behalf of the lay user/patient alleging an "er2" issue with the patient's onetouch ultra meter. The patient reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on june 15, 2009 to obtain/verify the following information. The patient stated the "er2" issue first occurred sometimes in 2009, and has not been able to test her blood glucose for approximately 3 weeks. Even though she was unable to test, she continued to take her usual diabetes medications (fixed dosages of metformin and lantus). She claimed that about 2 weeks after the error message began, she developed blurred vision. She also had weakness in her legs and had memory loss but was not sure if these symptoms were diabetes related. When she obtained a replacement meter about three weeks later from the pharmacy, she tested her blood glucose and it was "149 mg/dl". The patient stated that this reading was high for her and that she typically starts to have blurred vision when her blood glucose levels is >=150 mg/dl. The patient did not see her doctor until nine days later about her blurred vision. Her blood glucose was not tested during the doctor's visit; however, blood lab tests were done. The patient's medication regimen was also not adjusted during the doctor's visit. According to the troubleshooting performed with customer service, the "er2" issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed blurred vision, a symptom suggestive of hyperglycemia, approximately 2 weeks after the "er2" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.